Manufacturer narrative:
Correction: updated MDR codes for analysis (product ID: bi71000469): b01, c19, d14. (For supplemental rr1) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and trouble shooting a "generator overload" error. Replaced the tank and tube, season and re-calibrate tube. System was working as expected. The hardware part was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Generator overload error." Hv tank passed bench test. The resistance between various points on the hv tank passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230,product ID: bi71000576, product ID: bi71000222, product ID: bi71000416, product ID: bi71000542, product ID: bi71000469, serial/lot #: (B)(6) rev. E, ubd: updated MDR codes are b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3): unable to confirm reported complaint. "Generator overload error." ." X-ray tube passed bench test. Stator resistance were within spec. Visual inspection confirm no cracks. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, 31996-3v rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed a "generator overload error" message and failed to take any "long board film" scan (assuming they meant 2 dual long film). Also mentioned a possible calibration error. There was no patient involvement.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469, product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.